Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
While on site, the medtronic representative tested the equipment after uninstalling cranial and then re-installing cranial software. The medtronic representative received a failed install message upon initially installing the software, but was able to get the software installed after trying again. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved. The returned logs were reviewed by software engineering and it was found that there were some bad sectors on the system hard-drive. This is what appears to have caused the boot failure, as well as the failure of the first attempt to re-install. The system is functioning normally now, but this is likely because after reinstallation, the files simply ended up in a different part of the hard-drive, so the system isn't currently encountering those bad sectors. If/when the system tries to write a new file into that same part of the hard-drive, it will fail again. Computer replacement was recommended and a new computer was shipped for replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the navigation system became unresponsive after launching the cranial application. The medtronic representative was able to enter in ear, nose and throat (ent), spine, framelink, and administrative applications. After selecting cranial the navigation system stayed on "loading please wait." The medtronic representative was able to replicate the behavior and was never able to launch the cranial application. There was no patient present when this issue was identified.

Manufacturer narrative:
Evaluation of the suspect computer was completed by medtronic personnel. Testing found that the hard drive had bad blocks present on the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.